Event description:
It was reported that the patient had two trials and both times the lead came loose. The advance evaluation lead came loose. Infection was reported during second trial. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).